Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in device manufacture date is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre sensor. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and 65 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Sensor 0m00063za14 has been returned and investigated and a new issue was observed. Visual inspection has been performed on the sensor and no issues were observed. The sensor plug was fully seated. Data was successfully extracted from the returned sensor using approved software. Sensor found to be in state 6 (indicating normal termination). The sensor patch was reprogrammed and the sensor was successfully activated with a retained reader. The sensor plug assembly was inspected and no issues were observed. The sensor has been sent for further investigation. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre sensor. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and 65 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.